Event description:
A report of the ineffective stimulation was received. It was determined that all the contacts on one side of the patient's paddle lead were not working. The patient decided to have the precision system explanted. During the explant it was discovered that the patient's paddle lead had fractured. The patient is reportedly doing well.